Event description:
The stent (subject device) was returned for analysis, and it was observed that the subject stent was deformed. The stent delivery wire was kinked/bent, the distal tip of the introducer sheath was damaged, and the subject stent was prematurely deployed during use. The subject device was reported to be replaced, and the procedure was reported to be completed successfully. No clinical consequences were reported to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received deployed within the hub and lumen of the microcatheter. The stent delivery wire (sdw) and the introducer sheath were returned. The microcatheter was cut in order to remove the stent. The stent was deformed. The sdw was kinked/bent at the distal end, and at the proximal end. The introducer sheath appeared to have been cut with the tip being removed. A functional inspection was unable to be performed as the stent was returned in a deployed state. The reported events of 'stent difficult/unable to transfer' and 'stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The reported event of 'stent deployed prematurely during transfer' was not confirmed. The returned device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that ' when there was only 2 mm of the stent remaining inside the introducer sheath, it could no longer be pushed further into the microcatheter. Upon inspection, the physician found that the end of the subject stent was stuck at the tip of the introducer sheath, preventing further advancement and also making it impossible to retract the entire stent back into the introducer sheath. Eventually, the stent became jammed and immobile.' Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was reported to have been set up and maintained. The subject stent was received deployed within the hub and lumen of the microcatheter. The microcatheter was cut in order to remove the stent. The stent was deformed. The sdw was kinked/bent at the distal and proximal end. The introducer sheath appeared to have been cut with the tip being removed. The damage observed at the distal end of the introducer sheath is consistent with the tip being intentionally cut or removed. This may be done when the distal tip becomes damaged¿for example, during removal from the transport dispenser, during insertion through the rotating homeostasis valve (rhv) vent cap, or if the distal opening becomes crushed from being advanced too far into the microcatheter hub. In the event description, it was mentioned that the front section of the subject stent could be seen entering the microcatheter smoothly. However, removing or cutting the distal tip of the introducer sheath would create a gap between the sheath¿s distal end and the proximal opening of the microcatheter. As a result, the stent would start to open within this gap, generating resistance and friction as it was advanced into the microcatheter lumen. Based on review of all available information an assignable cause of handling damage has been assigned to the reported event of 'stent difficult/unable to transfer' and 'stent difficult/unable to advance or pullback through catheter' and analysed events of 'stent deployed prematurely during use', 'stent deformed', 'sdw kinked/bent', 'stent introducer sheath damaged' as this complaint appears to be associated with handling of the product or portion of the product during the procedure a probable cause of handling damage was assigned. An assignable cause of not confirmed will be assigned to the reported event of 'stent deployed prematurely during transfer' as issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event.